Event description:
The information received indicated that the cypher select plus 2.50 x 23mm stent strut was protruding out of the stent while removing the stent delivery system (sds) from the sterile loop. There was no anomaly or damage on the device packaging. There was no resistance or friction experienced upon removal of the device from the package. The device was not pulled with force from the packaging.

Manufacturer narrative:
The cypher select plus device is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stents approved for distribution in the united states. The information received indicated that the cypher select plus 2.50 x 23mm stent strut was protruding out of the stent while removing the stent delivery system (sds) from the sterile loop. There was no anomaly or damage on the device packaging. There was no resistance or friction experienced upon removal of the device from the package. The device was not pulled with force from the packaging. One non-sterile cypher select + 2.50x23mm was received coiled inside a plastic bag. The stent was received between the proximal and distal marker bands. The distal struts of the stent were uplifted. Five kinks were found at 12cm, 40cm, 95.5cm from proximal end and 13.5cm, 17.2 from distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. No other damages were found. Crossing profile was measured for middle and proximal sections of the stent and was found within specification. Distal section could not be measure due to damaged in this area. During microscopic analysis the distal struts of the stent were uplifted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed. The exact cause of the failure reported by the customer complaint could not be determined. Neither the DHR review not the product analysis suggests that the reported failure is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken.